Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "early or late postoperative infection and allergic reaction." Number 20 states, "persistent pain." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.

Event description:
It was reported that patient enrolled in a clinical study and underwent a right partial knee arthroplasty on (B)(6) 2007 and a left partial knee arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on the patient's left knee on (B)(6) 2008 due to infection and pain. The polyethylene bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient enrolled in a clinical study underwent a left partial knee arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on the patient's left knee on (B)(6) 2008 due to infection and pain. The polyethylene bearing was removed and replaced.